Manufacturer narrative:
A comprehensive records re-review is being conducted. Once the results are available, a follow-up report will be submitted.

Event description:
Rti surgical, inc. D/b/a evergen and tutogen medical gmbh (tmi), a wholly subsidiary of evergen, received a complaint associated with the fortiva hernia study at site: (B)(6). It was reported that a patient, for subject: (B)(6), was implanted with a fortiva® porcine dermis 1.5mm on (B)(6) 2025. The patient experienced a superficial incisional infection with a small wound collection on (B)(6) 2025. Antibiotics were administered and symptoms resolved, no drainage was required.

Manufacturer narrative:
Rti surgical, inc. D/b/a evergen and tutogen medical gmbh (tmi), a wholly subsidiary of evergen, conducted a batch documentation review of serial ID (B)(6) manufactured from lot# pd21490001. Manufacturing records review indicated that serial ID (B)(6) was manufactured to specification and met all acceptance / inspection criteria prior to distribution. There were no departures noted during records review. To date, tmi has manufactured and distributed a total of 5 grafts specific to fortiva matrix. There are no related complaints for the lot. There are three other reported complaints for the same product type (associated to appear clinical study). A stoma hernia is considered the underlying reason for the surgery in the trial. Infections do frequently occur after surgeries and are mainly caused by non-sterile handling during the surgery or insterility during healing phase. The reporter considered the infection as not related to the fortiva graft but related to the procedure. Additionally, batch documentation confirms fortiva was manufactured according to all requirements, tmi concurs with the reporter and considers stoma site infection as not related to fortiva.

Manufacturer narrative:
A batch documentation review was conducted for serial ID (B)(6). There were no departures noted and the graft was manufactured to specification. There are no related complaints associated with lot pd21490001. All adverse events were assessed as not related to the fortiva implant as the time from implantation to the onset of post operative complications was too long and there are no other possibilities for a causative relationship.

Manufacturer narrative:
A comprehensive records review will be conducted. Once the results are available, a follow up will be submitted.

Event description:
On 06/10/2025, additional information was received in reference to subject (B)(6) at site (B)(6) hospital within the fortiva hernia study. It was reported that the date on onset was (B)(6) 2025 and the patient was admitted to the hospital. The additional information was received by study staff on june 09,2025. It was reported that the patient experienced bowel obstruction, vomiting, loose stools, raised infection markers, CT scan suggested obstruction. The patient was treated with intravenous fluids, analgesia, gastrografin, ng tube was inserted. The patient was discharged from the hospital on (B)(6) 2025.